Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving a high glucose sensor scan reading of 5 mmol/l compared to a reading of 1 mmol/l obtained on a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was for 5 days. The results/comparison readings when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant. The customer experienced symptoms described as dizziness, cold sweats, and eventually experienced a loss of consciousness. The customer was unable to self-treat due to their symptoms. Upon regaining consciousness, the customer was provided with coca cola for treatment by a non-healthcare professional. The ambulance arrived and transported the customer to the hospital where the aforementioned comparison readings were obtained. The hcp performed a CT scan and an x-ray of their chest but no further emergent third-party treatment/medication was provided. There was no report of death or permanent injury associated with this event.